Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing a meal and beginning to eat five minutes later, with glucose declining to 65¿67 mg/dl and corrected using approximately 4 oz of apple juice; meal size variability around lunch was discussed as a potential contributor, and meal announcement timing was reviewed with plans to address with a trainer. Symptoms included low blood glucose without loss of consciousness or other acute complications. Outcomes included transient hypoglycemia lasting about 20 minutes, managed with oral carbohydrate and without medical intervention. Investigation included troubleshooting and education on meal announcement timing and potential dietary variability. Investigation of this case revealed no device malfunction and an unclear cause, with user factors such as timing and meal variability considered possible contributors. It was concluded, based on previously established findings for similar reports, that the cause was unknown.